Event description:
During pm inspection philips biomedical technician confirmed volume delivery tests failed. No patient/user harm reported.

Manufacturer narrative:
Date of report: 08/17/18. Additional information: UDI. Dated received my manufacturer: 07/25/18. The gas delivery system was tested with failure investigation test data acquisition board and the oxygen valve solenoid was installed with no failures detected.